Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had their ins explanted on (B)(6) 2017 to switch over to a competitor¿s device. It was noted that the ins was removed, but the paddle lead was left in and the patient started a trial with the competitor¿s ins the same day. The patient ended up getting a severe staph infection and the patient was getting allergy testing because they had rashes all over their back. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the staph infection resulted from the surgery and an allergic reaction to dermabond. It was reported that the device was removed and the patient was administered antibiotics. The issue was resolved and no further complications are anticipated.